Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during repair surgery, the iron strip at the tristar 50 icw wand became loose and a part of it fell off inside of the patient. All pieces were recovered from the patient using tweezers. Procedure was resumed, after a non-significant delay (less or equal to 30min) with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is partially detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the broken pieces were recovered from inside of the patient using tweezers. According to the report, the procedure was resumed, after a non-significant delay (less or equal to 30min) with a back-up device. Since the patient was not injured as consequence of this problem, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. B5

Event description:
It was reported that, during repair surgery, the iron strip at the tristar 50 icw wand became loose and a part of it fell off inside of the patient, the pieces were recovered using tweezers. Procedure was resumed, after a non-significant delay with a back-up device. No further complications were reported.